Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Non-sustained oversensing episodes were noted. The patient did not receive inappropriate therapy due to the event. All parameters were checked and noted to be in normal range. The device was reprogrammed to resolve the event and the lead will be monitored by merlin.net. The patient is in stable condition.